Event description:
It was reported that during a merlin.net transmission, the pulse generator exhibited atrial under sensing. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.